Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image/ blackout. Based on the results of the investigation, it is likely the no image was caused due to non-functional plug unit. The probable cause of static/ snowflakes in the picture was due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a static image with snowflakes in the picture. The issue occurred during inspection for use. There were no reports of patient involvement.